Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency room and hospitalized for high blood glucose on (B)(6) 2021. Blood glucose reading was over 600 mg/dl. Customer was using the insulin pump system within 48 hours of reported event. Auto mode feature was active at time of reported event. The customer treated with manual injection. The customer was treated with intravenous insulin infusion at the hospital. Customer was assisted with possible causes of high blood glucose. The insulin pump will not be returned for analysis.